Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experienced a hyperglycemia. Customer blood glucose level at the time of incident was 424 mg/dl. Customer stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear the alarm and also able to complete rewind. Fill cannula was recorded in daily history. Troubleshooting was performed and insulin pump was failed the self test. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.